Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck had an anterior angulation of at least 40 degrees. It was reported that when deployment of the bifurcated stent graft was initiated, it landed lower than intended. A talent cuff was implanted with good results. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval conclusion: angulated aortic neck.